Event description:
Per the clinic, the device was explanted on (B)(6) 2025; due to wound drainage and mycobacterial infection. Subsequently, the patient was treated with oral and topical antibiotics (specific date and durarion not reported). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.